Manufacturer narrative:
Product analysis: the device has been returned. Product analysis and investigation are pending completion. Conclusion: until analysis of the returned product is completed, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed when the analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 days post implant of this aortic bioprosthetic valve, the patient went into cardiac arrest and was placed on extracorporeal life support (ecls). It was reported the right coronary artery was obstructed. A coronary angiogram showed thrombus in the right coronary artery and left ventricle. There was no sign of movement of the aortic bioprosthetic valve. Therefore, the valve was explanted and replaced with a 17mm non-medtronic mechanical valve. One day later the patient passed away. The cause of death was reported as infarct due to thrombus in the right coronary artery.

Manufacturer narrative:
H6: coding corrected results of the product analysis and investigation findings were corrected: product analysis: upon receipt at medtronic¿s quality laboratory, damage was observed on the sewing ring, adjacent to leaflet 2 (l2), exposing the stent. This damage likely occurred during the explant procedure. Host tissue was adhered to the sutures. This tissue exhibited characteristics of white thrombus. White thrombus-appearing host tissue was noted on the inflow aspect of all leaflets exhibiting a granular appearance. A thin layer of host tissue, with the characteristics of white thrombus was noted on the superior coaptive junction of post 1. Post 2 (p2) contained host tissue, with the characteristics of white thrombus, extending onto the free margin of l1. Post 3 appeared intact. From the inflow, remnants of glistening host tissue, with the characteristics of white thrombus, was noted on the base stitching and along the margin of attachment. From the margin of attachment, a layer of white thrombus-appearing host tissue extended into the inferior coaptive areas between l1 and l2 and l1 and l3 and onto the inflow aspect of all leaflets. From the outflow, remnants of glistening white thrombus-appearing host tissue was observed on the outflow rail and onto the margin of attachment of all leaflets. An unknown amount of pannus appeared to have been removed during explant. Investigation: based on the analysis, white thrombus was confirmed. The probable root cause of the restricted leaflet movement and coronary artery occlusion/myocardial infarction is white thrombus. White thrombus is made of platelets which can be overactivated by the patient¿s clotting system. Based on the reported information and analysis results, the causality of the white thrombus may be patient related, however a conclusive cause could not be determined from the available information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that 1 day post implant, transthoracic echocardiogram (tte) showed good function of the aortic bioprosthetic valve. The patient was prescribed anti-coagulation medication and aspirin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No infection or concerns for endocarditis were reported to medtronic therefore a conclusive cause of the previously reported analysis findings cannot be determined. The sterilization record and device history record were reviewed. There were no correlations or issues identified regarding sterilization during manufacturing that could have impacted this event. The device was manufactured per approved and released manufacturing processes, and the device met all applicable manufacturing specifications prior to release for distribution. A conclusive cause of the clot could not be determined by the available information. Thromboembolism and valve thrombosis are known potential adverse events and are covered in the instructions for use (IFU). A conclusive cause of the reported "no sign of movement" of the valve could not be determined. Pannus would be the common cause for immobile leaflet. An unknown amount of pannus appeared to have been removed during the explant process. H6: coding was updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. Vegetative-like host tissue was adhered to the valve sutures. Damage, that likely occurred during explant, was observed on the sewing ring, adjacent to leaflet 2 (l2), exposing the stent. All leaflets were slightly stiff but flexible. Vegetative-like host tissue, exhibiting a granular appearance, was adhered on the inflow aspect of all leaflets. All leaflets were in the closed position with slight gaps between the free margins of all leaflets. A thin layer of vegetative growth was noted on the superior coaptive junction of post 1 (p1). Vegetation was observed on post 2 (p2) extending onto the free margin of l1. From inflow, remnants of glistening vegetative host tissue were noted on the base stitching and along the margin of attachment. From the margin of attachment, a layer of vegetative host tissue extended into the inferior coaptive areas between l1 and l2, l1 and l3, and onto the inflow aspect of all leaflets. From the outflow, remnants of glistening vegetative host tissue were adhered to the outflow rail and unto the margin of attachment of all leaflets. An unknown amount of pannus appeared to have been removed during explant. Conclusion: the investigation is still in progress. A supplemental report will be submitted upon completion of the investigation. Coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.